Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold measurements and loss of capture with asystole of less than 2 seconds. Several threshold tests were performed to troubleshoot the lead. It was suspected that the patient had a myocardial infarction (mi) unrelated to the device system, which may have caused the high thresholds and loss of capture. The patient underwent coronary artery bypass grafting surgery and the lead was surgically abandoned and replaced during the procedure. No additional adverse patient effects were reported.